Event description:
Tube broke while sleeping.

Manufacturer narrative:
Interruption in oxygen therapy for an extended length of time could cause the patient to become hypoxic.

Manufacturer narrative:
Interruption in oxygen therapy for an extended length of time could cause the patient to become hypoxic. Complaint confirmed via pictures provided by customer. One similar complaint had been reported in last 24months, issue does not appear to be trending but will continue to be monitored. Cause of defect speculated to come from poor mek bonding during assembly. Assembly of product is a manual process and as such variation can sometimes occur. Risk(RMA-20017a): risk ID r26: oxygen delivery interrupted - cannula components not bonded together securely has a severity of (8/10) and an occurrence of (2/10) for an rpn=16 (acceptable rpn < 25) this issue has been submitted for review at the next carb meeting.

Event description:
Tube broke while sleeping.